Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device did not fire and jaws does not open. The device was changed to a new product to complete the case and resolve the issue. The patient has no injury.